Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Superior fracture of psl cup implant inclination 42 version 20...reamed with robot line to line with a 46 reamer with 46 cup planned and slightly over reamed with 47 reamer on manual... Impacted with robot till 6 proud and decided to bail because of superior fracture of pelvis. Surgeon pulled out cup and proceeded to over ream with a 48 reamer and manually impacted 46 psl cup and finished case. Surgical delay yes - 15 minutes. Case type: tha.

Manufacturer narrative:
Reported event: an event regarding a pelvic fracture involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 547 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2015 to present for similar reported events regarding pelvic fracture. There were 0 other reported events. Conclusion: in conclusion there were 3 factors that could have contributed to inaccuracies in the surgery resulting a fractured pelvis. The robot not being fully seated to the floor, proceeding after a failed registration verification point, and manual reaming can all have contributed to inaccuracies in the surgery. Patient factors cannot be ruled out.

Event description:
Superior fracture of psl cup implant inclination 42 version 20...reamed with robot line to line with a 46 reamer with 46 cup planned and slightly over reamed with 47 reamer on manual... Impacted with robot till 6 proud and decided to bail because of superior fracture of pelvis. Surgeon pulled out cup and proceeded to over ream with a 48 reamer and manually impacted 46 psl cup and finished case. Surgical delay yes - =15 minutes. Case type: tha.